Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (does not communicate with monitor) has been confirmed. Upon investigation multiple cables were pulled from the strain relief, damaging trunk cable connector j702 on the distribution node pca. The connector was physically pulled from the pca. The root cause for the strained cables was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor electrode belt sn (B)(4) and reported that the electrode belt was unable to communicate with a monitor.